Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, red encapsulation, dark ring and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease smooth and wear abrasion. Based on the device analysis the final assessment is: one opening crease smooth in the side radius assessed as fold flaw opening.

Event description:
Healthcare professional later reported for right side "there is nonenhancing nodularity and coarse calcifications", with "benign calcified fat necrosis". Healthcare professional additionally reported a "7mm oval mass" considered non-device related. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.